Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that twenty days post implant of this bioprosthetic mitral valve, this patient presented with a deep incisional surgical site infection, and was hospitalized for eight days. Medication was administered, sternal debridement, removal of wires, pulse irrigation, placement of irrigation system, and sternal reconstruction with bilateral myocutaneous muscle flaps was undertaken. Blood cultures were taken and no results were obtained. Within a week's time, the patient's condition resolved. No other adverse patient effects were reported.